Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the implantable pulse generator (ipg) was not working with lot of "peaks and valleys" noted in related to the patient heart condition. They noted that the patient¿s heart condition remains ¿high irregular¿ since the ipg has been implanted with heart rate between sixty-five and one hundred and twenty-nine beats per minute (bpm). The patient representative expressed dissatisfaction with the ipg and its ineffectiveness. The patient representative also noted that the physician "screwed it up twice" and the patient had to go back in because a lead became dislodged. It was noted that the patient was at rest continuously and is unable to get up and move about. The ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.